Manufacturer narrative:
The returned inserter was analyzed. It was found that one side had been broken off at the tip. Otherwise, with markers attached and fully seated, the inserter displayed good geometry and divot error readings with normal tracking and verification. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that there was a broken tlif (transforaminal lumbar interbody fusion) dilf (direct lateral interbody fusion) navigated inserter. It was noted that the issue had not been resolved and it needed to be replaced. No patient was present at the time of the event. The metal fracture was due to repeated use and force.